Manufacturer narrative:
Hamilton medical ag`s conclusion: the oxygen sensor performs a monitoring function only. It monitors the oxygen content in the gas mixture delivered to the patient. The amount of oxygen delivered to the patient is not affected. The pre-analysis did result in a root cause found. The oxygen sensor has been identified to be the faulty component. Correction: replacement of the defective component. Addtional information update from 19th july 2023: rootcause: this event was a problem with the consumable oxygen sensor (also known as an o2 cell), which was used beyond its service life. The o2 cell is a kind of electrochemical o2 cell. Its service life is generally one year, depending on the oxygen concentration adopted by the clinical department. The higher the oxygen concentration in use, the faster the o2 cell is consumed, and the shorter the service life will be; vice versa. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and failure of the o2 cell are clearly described in the IFU. Clinical staff should regularly check the consumable accessories and timely replace them when they are expired to ensure their function. Otherwise, the machine will give alarms and could not be used properly. This event was due to the consumable oxygen sensor being worn out, and could be solved by replacing the oxygen sensor. The system time resetting to zero was due to the machine's internal battery being out of charge, and could be solved by charging the battery and resetting the system time. In summary, this event is not a problem with the product itself, but caused by the expired use of the consumable oxygen sensor by the clinical staff and failure to charge in time. In addition, (1) the "o2 cell was used up" alarm is not a defect but a safety mechanism. Oxygen concentration monitoring involves patient safety, and this alarm is a reminder to the user. (2) the o2 cell alarm does not affect the use of the machine. Correction: replaced the o2 cell. Reason for not taking control actions: 1. This event was due to a problem with the consumable accessories and failure to charge in time, which could be solved by replacement, and was not related to the quality of the product itself. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The alarm was found before the patient connection, and a backup machine was replaced immediately; therefore, no injury was caused to the patient. It belongs to "the event that is unlikely to cause death or injury", therefore, this event does not meet the definition of an adverse event and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: when the emergency department uses a ventilator for patients, it is found that the ventilator cannot function properly, and the oxygen battery(o2 cell) self checks and alarms, preventing ventilation from starting hospital analysis: frequent use leads to oxygen battery failure. Summary: o2 cell defective alarms / o2 calibration fails.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: when the emergency department uses a ventilator for patients, it is found that the ventilator cannot function properly, and the oxygen battery(o2 cell) self checks and alarms, preventing ventilation from starting hospital analysis: frequent use leads to oxygen battery failure. Summary: o2 cell defective alarms / o2 calibration fails.

Manufacturer narrative:
Hamilton medical ag`s conclusion: the oxygen sensor performs a monitoring function only. It monitors the oxygen content in the gas mixture delivered to the patient. The amount of oxygen delivered to the patient is not affected. The pre-analysis did result in a root cause found. The oxygen sensor has been identified to be the faulty component. Correction: replacement of the defective component.